Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced foreign body sensation on the left eye(os) on the same day of initial treatment. A brief description from the surgery center indicated the patient came in for the same day for a follow up exam as the patient experienced a foreign body sensation on the os. The patient¿s chief complaint was of foreign body sensation inferior cornea on os with photosensitivity. The patient¿s comments were of discomfort. The surgery center noted there was an idiopathic inflammatory reaction on the os. A flap re-lift and rinse was performed soon after the discovery. The patient was seen the following day and there were no signs of inflammation, flap was centered, and no epi-ingrowth. The surgery center reported the symptoms have been resolved. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.75 x -1.00 x 175, left eye pre-op 20/20 -4.00 x -1.00 x 5.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.